Manufacturer narrative:
(B)(4). Results: the pod4 pusher assembly was fractured approximately 110.0 cm and kinked approximately 5.0, 38.0, and 49.0 cm from its proximal end. The segment of the pusher assembly distal to the fracture was not returned for evaluation. The embolization coil was detached with no noticeable damage. The pet lock was intact at the proximal end of the pusher assembly. Conclusions: evaluation of the returned pod4 revealed that the pusher assembly was fractured towards the distal end, and the segment distal to the fracture was not returned for evaluation. If the pusher assembly is handled forcefully once retracted from the microcatheter, this damage can occur and lead to the detachment of the embolization coil. The root cause of the resistance experienced when inserting the pod4 into the hub could not be determined. Further evaluation revealed that the pusher assembly was kinked in multiple locations. This damage can occur if the pusher assembly is forcefully manipulated when resistance is met while advancing or retracting the pod4. Evaluation of the returned px slim delivery microcatheter (px slim) revealed that the distal tip of the microcatheter was ovalized. This damage occurs at the most distal tip of the catheter, while the complaint involves a coil unable to enter the hub. Based on this information, the observed ovalization was likely incidental to the reported inability to advance the coil into the hub of the px slim since the damage was found on the distal end. After flushing the px slim, it performed as intended when functionally tested with both a mandrel and a demonstration coil. The root cause of this ovalization could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod4s. During the procedure, the physician successfully placed multiple penumbra coil 400s (pc400s) using a px slim delivery microcatheter (px slim). The physician then felt resistance and was unable to advance a pod4 through the hub of the px slim; therefore the physician attempted to retract the pod4, however again felt strong resistance. The physician was able to remove the pod4 from the px slim; however the pusher wire became kinked during removal and the pod4 unintentionally detached outside of the patient¿s body. The procedure was completed using additional pc400s and the same px slim. There was no report of an adverse effect to the patient.